Manufacturer narrative:
Section a: incorrect patient date of birth was reported on previous report. Patient date of birth was not provided.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01072. This report is being submitted as additional information. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, approximate age of device, and device unique identifier (UDI) are unknown. Approximate age of device - 2 years 5 months. Investigation conclusion: the reported event of no external power alarms while on the mpu was confirmed based on the information recorded in the log files provided by the customer. The event log file contained approximately 13 days of events, recorded from (B)(6) 2018. The information recorded on (B)(6) 2018 at 21:10 revealed that the system was powered by an mpu. On (B)(6) 2018 at 4:41:15 the associated voltage levels indicated that mpu power was lost, resulting in low power hazard/no external power alarms until 4:41:54. Mpu power was restored and the alarms cleared. Pump support was not affected and the system was supported by the emergency backup battery (ebb) during the event. The patient remains ongoing on vad support and no further issues have been reported.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. Log files were submitted for review. Log file analysis completed by the manufacturer¿s technical services representative revealed several no external power alarms with the system controller backup battery in use. These appeared to have been caused by a disruption in power to the mobile power unit. There were no other unusual events noted. Additional information was requested, but was not provided.